Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079350) on 06-sep-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune issues') in a 32-year-old female patient who had essure (batch no. 826143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, insomnia, vitamin d deficiency, psoriatic arthritis, panic disorder, thrombocytopenia, fibromyalgia, ovarian cyst, rheumatoid arthritis, stress incontinence, vitamin d deficiency, dysfunctional uterine bleeding, thrombocytopenia, fibromyalgia and left lower quadrant pain. Concomitant products included colecalciferol (cholecalciferol), fluoxetine, magnesium oxide, methotrexate and oxycodone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criteria disability and medically significant), swelling ("swelling"), contusion ("brusing"), fatigue ("chronic fatigue"), arthralgia ("pain in joints"), anxiety ("anxiety/ I'm gtting very anxious") and depressed mood ("feeling sad") and was found to have weight increased ("weight gain"), 15 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ bleeding"), menstrual disorder ("abnormal cycles"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), alopecia ("hair falling out"), dry eye ("dry eye"), dry mouth ("dry mouth"), menorrhagia ("heavy bleeding") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, swelling, contusion, weight increased, fatigue, arthralgia, anxiety, depressed mood, menstrual disorder, urinary tract disorder, allergy to metals and dyspareunia outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, autoimmune disorder, contusion, depressed mood, fatigue, swelling and weight increased with essure. The reporter considered allergy to metals, alopecia, dry eye, dry mouth, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vitamin d deficiency to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Right side 2 coils and left side 5 coils. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - hair falling out, dry eye, dry mouth, heavy bleeding, vitamin d deficiency and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079350) on 06-sep-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune issues') in a 32-year-old female patient who had essure (batch no. 826143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, insomnia, vitamin d deficiency, psoriatic arthritis, panic disorder, thrombocytopenia, fibromyalgia, ovarian cyst, rheumatoid arthritis, stress incontinence, vitamin d deficiency, dysfunctional uterine bleeding, thrombocytopenia, fibromyalgia and left lower quadrant pain. Concomitant products included colecalciferol (cholecalciferol), fluoxetine, magnesium oxide, methotrexate and oxycodone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criteria disability and medically significant), swelling ("swelling"), contusion ("brusing"), fatigue ("chronic fatigue"), arthralgia ("pain in joints"), anxiety ("anxiety/ I'm gtting very anxious") and depressed mood ("feeling sad") and was found to have weight increased ("weight gain"), 15 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ bleeding"), menstrual disorder ("abnormal cycles"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), alopecia ("hair falling out"), dry eye ("dry eye"), dry mouth ("dry mouth"), menorrhagia ("heavy bleeding"), vitamin d deficiency ("vitamin d deficiency") and dyshidrotic eczema ("dishidrotic eczema on hands"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, swelling, contusion, weight increased, fatigue, arthralgia, anxiety, depressed mood, menstrual disorder, urinary tract disorder, allergy to metals, dyspareunia and dyshidrotic eczema outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, autoimmune disorder, contusion, depressed mood, fatigue, swelling and weight increased with essure. The reporter considered allergy to metals, alopecia, dry eye, dry mouth, dyshidrotic eczema, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vitamin d deficiency to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Right side 2 coils and left side 5 coils. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: new reporter was added. New event dishidrotic eczema on hands was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5079350) on 06-sep-2018. The most recent information was received on 26-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("heavy bleeding/ bleeding") in a (B)(6) female patient who had essure (batch no. 826143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, insomnia, vitamin d deficiency, psoriatic arthritis, panic disorder, thrombocytopenia, fibromyalgia, ovarian cyst, rheumatoid arthritis, stress incontinence, vitamin d deficiency, dysfunctional uterine bleeding, thrombocytopenia, fibromyalgia and left lower quadrant pain. Concomitant products included cholecalciferol (cholecalciferol), fluoxetine, magnesium oxide, methotrexate and oxycodone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criteria disability and medically significant), swelling ("swelling"), contusion ("bruising"), fatigue ("chronic fatigue"), arthralgia ("pain in joints"), anxiety ("anxiety") and depressed mood ("feeling sad") and was found to have weight increased ("weight gain"), 15 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal cycles"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, swelling, contusion, weight increased, fatigue, arthralgia, anxiety, depressed mood, menstrual disorder, urinary tract disorder, allergy to metals and dyspareunia outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, autoimmune disorder, contusion, depressed mood, fatigue, swelling and weight increased with essure. The reporter considered allergy to metals, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Right side 2 coils and left side 5 coils. Most recent follow-up information incorporated above includes: on 26-feb-2019: plaintiff fact sheet- events heavy bleeding/abnormal cycles, pain, urinary problems, nickel sensitivity, bleeding, dyspareunia, autoimmune-like symptoms and lot number added. Case category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.